Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 150 - 170 mg/dl on the compact plus system and result in the 80s (mg/dl) on a professional device within 10 minutes. Low blood glucose symptoms were reported with these results. Paramedics treated the customer with oral "glucose." Customer was also given a peanut butter sandwich. Low blood glucose symptoms improved in about 30 minutes. No adverse event related to the device was reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.